Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that remote transmissions were unsuccessful due to code corruption. The asymptomatic patient came into clinic on (B)(6) 2019; interrogation of the implantable cardioverter defibrillator displayed an error message about data not available and to program to nominal settings. The device was programmed to nominal settings to clear the error message. The patient was in stable condition and would continue to be monitored.